Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the intraocular lens was broken during surgery. The surgery was completed after a new replacement was used. There was no patient harm reported.